Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the novolog instructions for use: "do not use novolog that is viscous (thickened) or cloudy; use only if it is clear and colorless. Novolog should not be used after the printed expiration date." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer changed their infusion set and cartridge to address bg. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. In addition, the customer was using expired insulin. Tandem technical support educated the customer on insulin labeling and to not use expired insulin.